Event description:
It was reported that the pt became nauseous and subsequently hospitalized. It was also reported that pt received CPR and was later taken to the emergency room.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Product was not returned to manufacturer for investigation. A device history record was extracted and device met requirements. This complaint is being reopened as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.